Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (concentration and dose not reported) via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2015 it was reported that the patient got sick yesterday and now it was "swollen real big where the pump is at". There had been a little bit of drainage at the incision site as well. The patient had the chills, threw up violently, and had a 104 degree temperature. The reporter and patient were currently in another state and they wanted to find a healthcare professional familiar with pumps to check the patient out. Additional information was received from the consumer on (B)(6) 2015 and it was reported that they had gone to the local hospital. All the doctors and nurses didn't know what to do with the pump. Someone with an 8840 tried to lower the dose of the pump, but his wife wouldn't let them because she didn't know them. They went back to their home state and worked with their pump managing physician. The patient had developed (B)(6) in an abscess over the pump. There was a surgery scheduled for (B)(6) 2015 to see if they could clean the pocket out or if the pump would need to be removed.